Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" and/or "operational context" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Event description: per email FDA different manufacturer notification letter (B)(4). June 9, 2026 food and drug administration center for devices and radiological health attn: division of industry and consumer education address: 10903 new hampshire ave., bldg. 66, rm. 4621, silver spring, md 20993- 0002 dear division of industry and consumer education, this letter is to inform you of receipt of information about an adverse event regarding a product which abbott did not manufacture or import. This report comes from sakakibara heart institute, fuchu, japan; telephone: +011(042)-314-3111 concerning a wire included with a farawave nav pulsed field ablation (pfa) catheter manufactured by boston scientific. Please see event description below for more details: during an atrial fibrillation procedure, the sheath with the dilator was inserted into the patient's body using the wire supplied with farawave nav, and resistance was noted in the blood vessel. Therefore, the sheath along with the dilator was withdrawn completely from the patient. When checking the device, the tip of the dilator was found to be bent. When inserting the second agilis 13fr into the patient's body, resistance was noted in the blood vessel again. When contrast imaging was performed through the sheath's flush port, dissection of the femoral vein was noted. The agilis was left in place for hemostasis, and the replacement sheath was inserted through the contralateral femoral vein to perform the procedure. The procedure was completed with no further issues. After completion of the procedure, and removal of the sheath, contrast imaging was performed again, and it was confirmed that there was no enlargement of the dissection or hematoma, so the patient was returned to recovery without intervention needed and has since been discharged. There were no alleged performance issues with any abbott devices. The physician commented that the wire included with the farawavenav was relatively soft and could not be firmly maintained, which may have resulted in pressure being applied toward the vessel wall during sheath insertion. Event date: (B)(6) 2026 procedure: atrial fibrillation (pfa) abbott received information from the field regarding the above event. Please contact the account directly if further information is required. Sincerely, (B)(6)event date: (B)(6) 2026.